Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that blood was in/on helix/lobe mechanism (sleeve head). The lead was returned with the helix fully extended and bent. The helix would not retract due to dried blood in/on the helix mechanism. Blood/body fluid was also present on the distal conductor. It was also noted that the tip seal was out of position.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the helix would not extend from lead at the time of implant. The lead was explanted and replaced. No patient complications were reported as a result of this event.